Event description:
This report is being filed after the subsequent review of the following journal article: badman, b., et. Al., (2011), results of proximal humeral locked plating with supplemental suture fixation of rotator cuff, journal of shoulder and elbow surgery, 20, 616-624. A retrospective study taking place between july 2004 and may 2007 reports the results of 81 patients with proximal humeral fractures that were treated operatively. This report is for a (B)(6) female patient. It was hypothesized that treatment of these injuries through a standardized technique of precountored locked plating and supplemental tension band suture fixation would result in improved clinical outcomes. Of the 81 patients in this study, twelve patient received philos plates and the other 69 received a competitor¿s device. Postoperative radiographic analysis was performed in all patients at routine follow-ups at two, six, 12, 24, and 52 weeks. Complications postoperative include varus collapse, avascular necrosis, and intra-articular screw penetration. However, it is unknown whether our device or the competitor¿s device cause those complications listed. This is report 2 of 2 for (B)(4). This report involves an unknown screw for screw penetration.

Manufacturer narrative:
Device used for treatment not for diagnosis. Badman, b., et. Al., (2011), results of proximal humeral locked plating with supplemental suture fixation of rotator cuff, journal of shoulder and elbow surgery, 20, 616-624. This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.